Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a generator changeout procedure last month and at some point post-op the patient had fallen. Now at the patent¿s follow-up visit at the clinic the right ventricular (rv) lead exhibited elevated/high thresholds, high and undefined pacing impedances, noise, short v-v intervals and high rate non-sustained episodes. A possible lead fracture was suspected. The patient went in for a lead revision procedure. During the procedure a pace/sense lead placement was attempted but was unsuccessful due to an occluded left subclavian vein. Therefore, both the right atrial (ra) lead and rv lead were capped and the device removed as the physician implanted a new single chamber device with a new rv lead on the patient¿s right side. No patient complications have been reported as a result of this event.